Manufacturer narrative:
Follow-up # 1 date of submission 07/17/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 06/18/2013 with the following findings: during testing, the complaint of a blank display screen was not duplicated. The display functioned properly and was fully illuminated with no visible signs of fading or discoloration. Unrelated to the complaint, evaluation revealed that the battery compartment threads were damaged. The battery cap was not able to fully tighten due to damaged cap threads and damaged battery cap contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.